Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into the emergency room. Upon investigation, the right ventricular (rv) pacing was not capturing on the electrogram. Chest x-ray showed the rv lead had dislodged and was floating in the rv chamber. The physician suspected the lead dislodgement was due to trauma from the patient experiencing multiple falls over the past few weeks. The patient was brought up to the cath lab for lead revision. The physician was unable to advance the rv lead further into the rv, lost access, and went back into the inferior vena cava. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
As received, a complete lead was returned with its helix partially extended. Visual inspection found the helix to be clogged with dried body fluids. After cleaning the lead, the helix was able to retract and extend by applying torque to the connector pin. The full helix extension length was within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage.